Event description:
The report from hospital say: during use, the machine indicated that the sensor was defective and the calibration did not pass. Hamilton-c1 made in nov. 28, 2019

Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was a defective (patient) flow sensor. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.